Event description:
Reference number (B)(4). Event occurred in germany. On an unknown date, the patient reported that he had inflammation of the entire abdominal wall with pus and treated with oral antibiotics. The patient later discontinued the medications after start of therapy. No further information available.